Event description:
It was reported that the implantable neurostimulator (ins) and lead were explanted due to an infection at the pocket site. It was stated the patient suffered from drainage, incisional would opening, redness and swelling. It was also stated that the patient was put on an antibiotic treatment, and was re-implanted on contralateral side on (B)(6) 2013. The patient recovered without sequela.

Manufacturer narrative:
Product ID, 3889-28 lot# va03n2j, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).